Manufacturer narrative:
Information contained in this report was previously submitted through psr on 29/jan/2014 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases and a deformation. A weight test of the explanted material was performed which verified the weight of the device was within the specification. A microscopic analysis of the return device identified: wear abrasion. Based on the device analysis the final assessment is no observations found related with the complaint reported. The events of autoimmune/connective tissue disorders and other ("spot on my lung") are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was implant exchange. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported "stroke of the optic nerve in left eye," "the signs could be ms," (multiple sclerosis) and "spot on my lung." Device has been explanted. This record is for the left side.